Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self test and displacement test. Unit display properly. No missing segment/partial display anomaly noted during testing. Unit had broken reservoir tube lip, broken battery tube threads.

Event description:
The customer reported via phone call that the reservoir lip ring was broken. Customer¿s blood glucose level was 172 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.